Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a liver resection. The device was unable to properly form staples when fired. The distal staple line was incomplete and needed to be fixed using a upper blood clip. The case was completed using a new device. No patient injury.